Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult single gripper actuation issue could not be conclusively determined. Due to the presence of a bulky gripper cover and a bent frictional element, it is possible that some procedural interaction, such as the gripper line becoming caught on the frictional element, contributed towards the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 mixed mitral regurgitation (mr), thin leaflets, and mitral annular calcification for a mitraclip procedure. During gripper orientation of an xtw clip in the left atrium, one of the grippers could not lower. To troubleshoot, the clip was locked and the grippers functioned. The clip was placed on the valve, but the mitral pressure gradient was high. After ungrasping the leaflets, the gradient returned to baseline. The clip was removed and it was observed that the one gripper could not lower completely. A replacement ntw could not adequately reduce the mr. There were difficulties grasping the leaflets with the replacement ntw. The clip was removed and the procedure was discontinued. There were no adverse patient effects.